Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 26th january 2010 and performed to specification up to and including the last log entry on the 29th may 2016. An increase in voltage suggests a further pad-pak was installed during this time. Investigation found the fault can be attributed to membrane failure. The measurements taken, the excess current drain and the green status led being constantly lit would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.